Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to port placement, the maryland bipolar forceps (mbf) wire was loose. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of instrument issue and no report of patient injury from the last procedure usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have the cable crimp from wrist control cable #10 dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. There was also a dislodged conductor wire at the distal end. A segment of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument was also found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed.